Event description:
It was reported that the adjustable wire collet was getting hot during testing and inspection. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated.

Manufacturer narrative:
During the device evaluation, damaged bearings were found by the technician at the service center in india. The presence of damaged bearings are likely to cause or contribute to the reported event of overheating.

Event description:
It was reported that the adjustable wire collet was getting hot during testing and inspection. There was no patient involvement; no adverse event was associated with the device.